Manufacturer narrative:
The reported event of the device producing metal shavings was confirmed. A possible cause for the device producing metal shavings is burs forming on the teeth of the t-handle rod and catching on the ram bushings.

Event description:
It was reported that during inspection at the user facility the dual speed cement injection gun was found to be producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during inspection at the user facility, the dual speed cement injection gun was found to be producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.